Manufacturer narrative:
Analysis was unable to verify manufacture mode due to flashing white display. The insulin pump was received with a constant blank flashing white light on the display and constantly beeping due to vertical cracked lcd controller. Analysis was unable to verify missing segments/partial display due to flashing white light display. The insulin pump was received with missing reservoir tube retainer and missing reservoir tube o-ring.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the customer fell and damaged the insulin pump. The caller reported the insulin pump's screen was white and the pump was beeping. The caller stated a battery change did not resolve the problem. The customer's blood glucose was 3.1 mmol/l. The insulin pump will be returned for analysis.